Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was in 212-599 mg/dl range. Elevated blood glucose was address with manual injection. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the wake button was delayed in responding to touch. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.